Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.(B)(4)

Event description:
It was reported that the insulin pump alarmed multiple button error alarms, and the lower right and left of the display had cracks. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.